Event description:
It was reported the ipg was inoperable and one of the leads had migrated. As such surgical intervention was undertaken wherein the ipg was replaced and both the leads explanted and replaced with a paddle lead. Reportedly effective therapy was restored.

Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: 8031786. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.